Event description:
It was noted that stent fracture and in-stent restenosis occurred. In 2007, a 8.0mm x 30mm x 135cm express ld iliac / biliary stent was implanted in the subclavian vein. In (B)(6) 2014, patient presented with different blood pressure readings on each arm. Coronary angiogram was performed and it was found out that the implanted stent had restenosed. The physician suspected that the stent might have fractured as seen under x-ray. A non bsc covered stent was implanted and the procedure was completed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).